Event description:
Healthcare professional added "developing palpable nodules as well as pain". Device has been explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b.6 , d9, h3, h6. Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, two openings striated, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side radius assessed as fold flaw opening. Two openings striated in the side anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.